Manufacturer narrative:
"Yes" should had been selected in the initial MDR report. As received, a partial connector portion of the lead was returned in one piece measuring 7.8 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-01331, 2017865-2020-01332, 2017865-2020-01333. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.